Event description:
Same case as MDR#6000093-2007-00240. It was reported that 6 days post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The pt had two moderately calcified eccentric lesions, one located in the proximal ramus and one located in the obtuse marginal (om), both with 95% stenosis. The lesion in the ramus was 18mm long, and the lesion in the om was 12mm long. Both vessels were 2.5mm in diameter and were not tortuous. The om was predilated with a 2.5x15mm maverick balloon at 8 atmospheres. After predilation, the stenosis was 50%. The ramus was not predilated. The physician successfully delivered a 2.50x20mm taxus express2 drug eluting stent to the ramus and another taxus express2 stent of the same size to the om. Medications used during the procedure included plavix, angiomax, and a beta blocker. Plavix was administered for follow-up. 6 days later, the pt experienced cardiac arrest and ventricular fibrillation. In-stent thrombosis was detected in both the ramus and the om. The ejection fraction at the time when the thrombosis was detected was 25-30%. Plavix and aspirin were given before and during the procedure. Plavix was prescribed following the procedure. The pt was placed on a balloon pump and was transferred to another hosp. The pt is on a left ventricular assist device (lvad) and on a transplant list. There is no further info available.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 8691029 have been reviewed and no issues or discrepancies were found. The cause of the difficulties stated in the complaint could not be determined.